Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead exhibited poor sensing amplitude and capture threshold. The lead was not used and the implant abandoned. There were no patient consequences.